Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient had a open reduction internal fixation procedure of the ankle, including an ankle syndesmosis. Subsequently, patient felt a pop in the ankle while walking ten (10) months post surgery. X-ray reviews confirmed that the fibular plate was broken. Patient was revised eight (8) months after this incident. Patient was noted to be experiencing persistent pain over the failed hardware and non-union of the fibula was reported. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the operative notes. Review of initial procedure op-notes noted no complications. Review of revision procedure op-notes confirmed the implant fractured and noted the nonunion site of the fibula. Also noted there was an 18mm bony defect between the proximal and distal aspects of the fibula non-union site. No further complications were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.